Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a hemostasis of esophageal varices procedure performed on (B)(6) 2021. During the procedure, the first and second bands were deployed successfully; however, the third band could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was not under the age of 18. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that ligator head was returned with the device and the handle assembly was not retuned. The ligator head was returned with three bands attached and they were moved out of their original positions and overlapped. Microscope examination was performed, and it was found that the ligator head teeth were bent. Additionally, the suture hole was in good condition and no damages were observed. No other issues with the device were noted. The reported event was confirmed. The bands remaining on the ligator head were moved out of their positions and overlapped indicating a deployment failure. This could have been generated due to the damage in the ligator head teeth which was likely caused by user manipulation and/or extra tension on the device. Once the ligator head teeth are damaged, the suture can have difficulty with releasing the bands which could have contributed with the reported issues. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Correction: h10 (additional MFR narrative)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a hemostasis of esophageal varices procedure performed on (B)(6) 2021. During the procedure, the first and second bands were deployed successfully; however, the third band could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.